Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturing reference number: 2017865-2021-25718. It was reported that the patient presented for a pacemaker implant. During the procedure, the right atrial (ra) lead was inserted into the left atrium due to the patient's existing atrial septal defect and experience a clot. Two atrial leads were used and it was unknown which lead caused the blood clot. The leads were not used and the patient was in stable condition.